Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). Failure analysis and investigation results did not confirm the reported issue. Upon receipt the actual pump involved was visually and functionally inspected. A 24 hour infusion of 60 mcg/kg/min programmed from the drug library entry for propofol ran with no unintended rate changes. A volumetric of 250 ml/hr and 25 ml was performed and tested in spec. The pump operated as intended and the reported failure could not be reproduced. Based on the results of the investigation, no conclusions can be made regarding the cause of the reported event. If additional information becomes available, a follow up report will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. Additional attempts to receive the device involved in the reported event are being made. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: clinician programmed propofol at 60mcg and the pump would change the mcg to 34.46mcg on its own. The clinician checked that the doctor had not changed the dose rate, and the doctor confirmed that he had not changed the dose. The clinician set the pump to 60mcg again and 10 min later it again changed to 34.46mcg on its own.